Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, discovered on ultrasound. Later confirmed by healthcare professional, right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on anterior side assessed, as surgical damage. Additional observations: observed, stress marks on the device. Observed, creases on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side rupture. Discovered, on ultrasound. Later confirmed, by healthcare professional, right side rupture. Healthcare professional, performed right side "hole, non-specific" via rga. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional performed right side "hole, non-specific" via rga. Device has been explanted.